Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a transmitter failed error. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test and global transmitter final functional test were performed and the transmitter passed. The share log data was reviewed and the logs did not reveal anything related to the customer complaint. No failures were found related to the customer complaint. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.